Manufacturer narrative:
One device was received for the device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the investigation. The customer reported complaint was confirmed. It was found that the downstream occlusion seal was ripped and the upstream occlusion seal was buckling. The upstream and downstream occlusion seals were replaced.

Event description:
It was reported that the device had a ripped/bubbled dso seal.